Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. The peeled coating may have been caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found cut on connecting tube, due to the cut, watertightness is lost, (leakage) was observed. In addition, inspection found dent on s-cover (scope cover) (control section) due to dent, watertightness is lost the reported issue of leakage was confirmed. Furthermore, device evaluation found the coating of the device insertion section (bending manipulation) was peeling which is greater than or equal to 1x1 mm2. This condition was attributed due to deterioration and or handling issue. Additionally, the following defects were identified during device inspection: adhesive on a-rubber (adhesive connection) has a chip. Image guide (ig) protector has a cut. Angulation lever has a crack. Due to wear of angle wire, bending angle in up direction does not meet the standard value. An abnormal sound is made due to damage on angulation lever. Connecting tube has a dent. El-connector has corrosion due to water leakage. Scratch found on up/down , universal cord , grip , scope connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of 'leakage". No harm was reported. No patient harm, no user injury reported. Device evaluation found the coating of the device insertion section (bending manipulation) was found to be peeling which is greater than or equal to 1x1 mm2. This report is being submitted due to the finding of coating of the device insertion section (bending manipulation) peeling off (greater than or equal to 1 x 1 mm2, marking disappearance, deterioration) identified during device return evaluation.